Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record could not be reviewed because the subject device was manufactured more than 15 years ago. Omsc presumed that the temperature inside the device became too high and the temperature fuse had been cut because the device was used in a hot environment or used while ventilation holes were blocked. The power did not turn on and lamp did not light up due to the temperature fuse cut off. Omsc also presumed that the fan didn't rotate due to aging since it has been more than 15 years since manufacturing.

Manufacturer narrative:
Sorc checked the subject device and found the phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2021, it was found that the lamp didn't light due to temperature fuse disconnection, and the fan didn't rotate. There was no report of patient injury associated with the event.